Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving compounded baclofen (2000 mcg/ml at an unknown dose) via an implantable pump for an unknown indication for use. On (B)(6) 2016, the ascenda anchor did not securely compress onto the catheter and would easily slide along the catheter. The anchor was replaced with a working and effective anchor and was never implanted. The contributing factors of the event were reported as "nil". No patient symptoms were reported.

Manufacturer narrative:
Analysis of the anchor, model# 8785, serial# (B)(4), found no significant anomalies. Measurement of the bores on either end of the anchor aligned with specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.